Event description:
All impedance alerts triggered for zero ohms impedances during a 3pm rf ablation procedure today. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).